Event description:
It was reported that during the treatment of a right mca aneurysm, a neuroform stent was placed across the neck of the aneurysm. A hypersoft coil was deployed and detached successfully. A second coil was deployed successfully. The second coil was dislodged and migrated to the m4 branch of the mca. The coil could not be retrieved. A third coil was implanted through the stent. No deficit was reported, the patient was released. Patient information-patient identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device remains within the patient. The delivery pusher was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.